Manufacturer narrative:
Evaluation summary: the customer's condition of fail code 538 was confirmed. Inspection of the device revealed a defective user interface module printed circuit board. This issue is currently being investigated.

Event description:
The facility reported a fail code 538. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not avilable regarding additional contact information, patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.